Manufacturer narrative:
(B)(4). Final analysis found insulation and conductor damage at 32.0-33.0cm from the connector pin consistent with clavicle crush damage. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise, inappropriate hv therapy, and low pacing lead impedance.

Event description:
It was reported that the patient received an inappropriate shock due to noise. Low pacing impedance was observed. The lead was explanted and replaced. The patient is doing fine and is recovering.